Event description:
At about 6 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27-feb-2023. Lot 2118359: (B)(4) items manufactured and released on 28-dec-2021. Expiration date: 2026-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.215 biolox delta ceramic ball head 12/14 ø 40 size xl +8 (k1121159 lot. 2115857: (B)(4) items manufactured and released on 08-mar-2022. Expiration date: 2027-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.